Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure micro-inserts"), device expulsion ("the right essure micro-insert, which had migrated had to be excised from the lining of her uterus/migration of essure device (uterine cavity)") and pregnancy with contraceptive device ("transvaginal ultrasound confirmed pregnant") in a 36-year-old female patient (gravida 3, para 3) who had essure (batch no. B16005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in december 2013. The patient's past medical history included multigravida, parity 4 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014), incompetent cervix, anxiety, hypertension and hypothyroidism. Concurrent conditions included obesity, postpartum state and analgesia. Concomitant products included alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, dicycloverin hydrochloride (bentyl) from (B)(6) 2013 to (B)(6) 2013, hydrocodone from (B)(6) 2013 to (B)(6) 2013, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013 and paracetamol from (B)(6) 2013 to (B)(6) 2013 for analgesia, anovlar (loestrin) for contraception as well as ibuprofen, levothyroxine sodium (synthroid), liothyronine sodium (cytomel) and metoprolol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complication during essure procedure"). On (B)(6) 2013, the patient experienced venous intravasation ("hsg small amount of venous filling was noted"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and malaise ("general sense of not feeling well"). On (B)(6) 2014, the patient experienced rash ("rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). In 2014, the patient experienced the first episode of cartilage injury ("torn labrum/ torn cartilage") and the second episode of cartilage injury ("torn labrum"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic/ pain") and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced alopecia areata ("alopecia areata"). In november 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), abdominal distension ("severe bloating"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal cramping") and uterine pain ("uterine pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, venous intravasation, arthralgia, weight increased, alopecia, alopecia areata, malaise, fatigue, the last episode of cartilage injury, pelvic pain, rash, menorrhagia, abdominal distension, abdominal pain lower, dyspareunia, abdominal pain, uterine pain, dysmenorrhoea, pruritus, allergy to metals and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for pregnancy with contraceptive device and venous intravasation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, alopecia areata, arthralgia, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, malaise, menorrhagia, pelvic pain, pruritus, rash, uterine pain, weight increased, the first episode of cartilage injury and the second episode of cartilage injury to be related to essure. The reporter commented: additionally, plaintiff was diagnosed with: alopecia areata in 2015; and a torn labrum as a result of her pregnancy in 2014. On december 6, 2016, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed, along with the left essure micro-insert. However, the right essure micro-insert, which had migrated had to be excised from the lining of her uterus. Since her removal surgery,plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pregnancy test - on (B)(6) 2014: positive. Ultrasound scan vagina - on (B)(6) 2014: confirmed pregnant (7 weeks). X-ray - in november 2015: migration of the essure micro-inserts. On (B)(6) 2014 - patient was 7 weeks pregnant. On (B)(6) 2013, hysterosalpingography: both tubes appeared to be occluded, patient¿s uterus was normal and it was noted a small amount of venous filling. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added, lot number was updated events pruritus, allergy to metals and complication of device insertion were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("migration of the essure micro-inserts"), the second episode of device dislocation ("the right essure micro-insert, which had migrated had to be excised from the lining of her uterus") and pregnancy with contraceptive device ("transvaginal ultrasound confirmed pregnant") in a (B)(6) female patient (gravida 3, para 3) who had essure (batch no. B15006) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2013. The patient's past medical history included multigravida, parity 3 and incompetent cervix. Concurrent conditions included obesity, postpartum state and analgesia. Concomitant products included alprazolam (xanax) on (B)(6) 2013, dicycloverine hydrochloride (bentyl) on (B)(6) 2013, hydrocodone on (B)(6) 2013, ketorolac tromethamine (toradol) on (B)(6) 2013 and paracetamol on (B)(6) 2013 for analgesia and anovlar (loestrin) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 3 days after insertion of essure, the patient experienced venous intravasation ("hsg small amount of venous filling was noted"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced malaise ("general sense of not feeling well"). In 2014, the patient experienced the first episode of cartilage injury ("torn labrum") and the second episode of cartilage injury ("torn labrum"). In 2015, the patient experienced alopecia ("hair loss") and alopecia areata ("alopecia areata"). In (B)(6) 2015, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), weight increased ("weight gain"), fatigue ("chronic fatigue"), pelvic pain ("severe pelvic"), rash ("rashes"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), abdominal distension ("severe bloating"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal cramping"), uterine pain ("uterine pain") and dysmenorrhoea ("abnormally severe menstrual pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy; along with the left essure micro-insert) and surgery (bilateral salpingectomy; along with the left essure micro-insert). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of device dislocation, pregnancy with contraceptive device, venous intravasation, arthralgia, weight increased, alopecia, alopecia areata, malaise, fatigue, the last episode of cartilage injury, pelvic pain, rash, menorrhagia, abdominal distension, abdominal pain lower, dyspareunia, abdominal pain, uterine pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, alopecia areata, arthralgia, dysmenorrhoea, dyspareunia, fatigue, malaise, menorrhagia, pelvic pain, rash, uterine pain, weight increased, the first episode of cartilage injury, the first episode of device dislocation, the second episode of cartilage injury and the second episode of device dislocation to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device and venous intravasation with essure. The reporter commented: additionally, plaintiff was diagnosed with: alopecia areata in 2015; and a torn labrum as a result of her pregnancy in 2014. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed, along with the left essure micro-insert. However, the right essure micro-insert, which had migrated had to be excised from the lining of her uterus. Since her removal surgery,plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Pregnancy test - on (B)(6) 2014: positive. Ultrasound scan vagina - on (B)(6) 2014: confirmed pregnant (7 weeks). X-ray - in (B)(6) 2015: migration of the essure micro-inserts. On (B)(6) 2014 - patient was 7 weeks pregnant. On (B)(6) 2013, hysterosalpingography: both tubes appeared to be occluded, patient's uterus was normal and it was noted a small amount of venous filling. Quality-safety evaluation of ptc: final assessment: lot number: b15006; expiration date: 30-apr-2016; production date: apr-2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a lack of efficacy (pregnancy). Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. The reported medical event is not necessarily indicative of a quality defect. One (1) additional ae case report has been received to date in relation to batch number b15006 which refers to a similar lack of efficacy event. No unusual pattern can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event or lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 25-sep-2017: summon received. Case upgraded (incident category). Lab test was added. Pregnancy details (outcome) was updated. Essure indication and removal date was updated. Event: abnormally severe menstrual spasm; severe abdominal cramping; severe pelvic, lower abdominal, hip, and uterine pain; abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation; severe bloating; painful intercourse; rashes; hair loss; chronic fatigue; weight gain; migration of the essure micro-inserts and the right essure micro-insert, which had migrated ; alopecia areata (2015); and a tom labrum were added. Event outcome: mostly resolved, though some remain. Reporter causality: related. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.